Event description:
The pt complained of redness, pain and swelling on the left side of neck. When seen in clinic in 2009, the ue venous duplex revealed acute venous thrombosis of the left subclavian vein. Per clinical studies, the type of intervention performed, if any, is unk. The system remains implanted. Lumax 340 hf-t, MDR 1028232-2009-01664. Linox s 65, MDR 1028232-2009-01665. Corox otw 85-bp, MDR 1028232-2009-01666. Setrox s 53, MDR 1028232-2009-01668.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.